Manufacturer narrative:
While attempting to pull a wire across an occluded area, the surgeon pulled tension on the manta device to allow the balloon to pass. An attempt at delivering a balloon was unsuccessful. While removing the balloon, the balloon snagged on the manta and it is suspected that this pulled the device completely into the artery. A second balloon inflation encountered a tight stricture near the toggle location. Another wire was delivered, a third balloon was inflated, and a covered stent was introduced successfully. The root cause of the occlusion is likely due to the anchor catching onto a plaque or calcification and introducing collagen into the vessel partially; however, this remains inconclusive. The IFU warns not to use the manta closure device in patients with severe calcification of the access vessel. The following potential adverse events related to the deployment of vascular closure devices have been identified in the IFU: "ischemia of the leg or stenosis of the femoral artery; other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention; late arterial bleeding, and vessel laceration or trauma." The risk documentation was reviewed, and this is a known risk. Occurence levels for this incident remain below acceptable limits based on risk documentation. The device history (DHR) documentation review confirmed there was no non-conformities. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation as well as imaging. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as contributing factor in this event. The manta instructions for use lists warnings including: do not use in patients with severe calcification of the access vessel and/or common femoral artery stenosis resulting in a vessel <5mm in diameter for the 14f manta or <6mm in diameter for the 18f manta, or >50% diameter femoral or iliac artery stenosis. The patient was described as having "a lot of calcium in the femoral artery."

Event description:
The patient underwent a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2020. The patient was reported to have a lot of calcium in the femoral artery (moderate anterior and posterior wall calcification. The femoral artery measured 8.0 mm diameter. Femoral access was achieved using ultrasound guidance. A 23 mm heart valve was successfully implanted using a 14f sheath (23f outer diameter.) The reporter stated there was no difficulty advancing or withdrawing procedure sheaths. A full dose of protamine was given prior to closure of the femoral access site. The manta was deployed at the closure site and required a second advancement of the blue advancement tube before hemostasis was achieved. A post-deployment runoff angiogram showed a large intravascular occlusion. The operator attempted to cross a wire over from the contralateral side, but the attempt was unsuccessful. A second attempt was made to cross a wire over past the area of occlusion during which time one of the physicians gently pulled on the manta. The wire slid by the occluded area. The operator then tried to deliver a balloon to the occluded area but had a hard time. While removing the balloon, it got snagged on the manta and it pulled the manta device completely into the femoral artery. The patient began to bleed profusely from the femoral access site. Manual compression was applied to the area while the physician attempted to get another balloon down and into place. The balloon was delivered past the manta lock and was inflated. There was a very tight stricture in the balloon at, what appeared to be, the location of the manta toggle. Removing the balloon, again, proved difficult. The patient reportedly lost a significant amount of blood and their blood pressure dropped. The patient received one unit of blood. The patient was stabilized. The operator successfully delivered another wire, and this time the balloon inflated fully. The operator went on to successfully deliver an 8.0 x 5.0 self-expanding covered stent and hemostasis was achieved. An additional balloon inflation within the stent was performed to successfully improve luminal diameter. The patient was taken to the intensive care unit in stable condition. The patient's condition was reported as "fine." Angiograms taken during the procedure were requested but were not available to essential medical.